Manufacturer narrative:
Unit received with unexpected battery power loss due to moisture damage, problem isolated to electronic assembly. Pump received error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error and experienced high blood glucose. The customer's blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.